Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device received power error 25 due to connector resistance issue. The device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. It was reported that the internal power source was unable to charge. The customer was guided with steps with steps to resolve the issue. The customer received replace battery now alarm. The alarm occurred less than 10 hour from low battery. The anomaly occurred second time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.